Event description:
The customer stated that while demonstrating the features of the mp70, she hit the mount release button by accident and the monitor came off its mount.

Manufacturer narrative:
The customer stated that while demonstrating the features of the mp70, she hit the mount release button release button by accident and the monitor came off its mount. The customer was concerned about a potential accident. The philips field team went onsite and worked with the site's biomedical engineer to check all monitors, and installed a reinforcement to the mount release mechanism per customer's request ( a piece of plexiglas was glued to the bottom of the button preventing accidental release). On 11/27/2007, philips generated a service bulletin (sb86200635) informing the customer of a further design enhancement to the mount release mechanism. Please note that this incident was user induced and that the service bulletin generated by philips was a design enhancement, and for information only. No action was required by the philips field organization. The available information supports that there was no malfunction of the device, labeling, or design but rather a user induced situation. A trending query did not yield any indication of a systemic issue. No further investigation or action is warranted. (B) (4).